Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified an opening on anterior. Leak test and microscopic analysis were performed which identified a striated opening, striated puncture opening on suture tab, crease fold, and wear abrasion. Based on the device analysis the final assessment was a striated opening due to surgical damage consist in the use of some surgical tools, and a striated puncture due to surgical damage-like consistent in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "2 mm hole several centimeters medial to the fill port." Device has been explanted.

Event description:
Healthcare professional reported left side "2 mm hole several centimeters medial to the fill port." Device has been explanted.